Event description:
During a procedure to open up an a/v graft, the proximal end of the stent became hung up on the end of the catheter tip. A part of the device broke of. The doctor had to go in and removed the broken piece with a snare. Additional information received: the 2 mm uncovered portion of the stent got caught on the tip. A piece of the sheath in front of the marker band and the marker band itself broke off. The piece was seen floating in the venous system under fluoro and was removed with a snare. In addition the stent appeared to be slightly tapered in when it was deployed. It is holding open.

Manufacturer narrative:
The lothistory records hae been reviewd with special attention to themanufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has just arrived at the manufacturing site and is undergoing an evaluation. Further information is pending. This application represents an off-label use for this device.